Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of right deep vein thrombosis (dvt) with pulmonary embolism (pe). The filter was deployed appropriately and there were no apparent complications. The patient tolerated the index procedure well and left recovery in stable condition. The filter subsequently malfunctioned and caused injury and damages, including, but not limited to, severe shortness of breath, dizziness, and pain at filter site. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient had blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The product was not returned for analysis as it remains implanted. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Dizziness, pain and shortness of breath do not represent device malfunctions; however, they may be related to the underlying clotting issues that were the indication for filter implantation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages, including, but not limited to, severe shortness of breath, dizziness, and pain at filter site. The information provided also indicated that there were blood clots, clotting and or occlusion of the inferior vena cava (ivc). The information also notes that the patient had to have surgery due to the occluded filter, however there have been no documented attempt to retrieve the filter and no other documentation has been provided for any procedures related to the occluded filter. The indication for the filter implant was a history or right deep vain thrombosis (dvt) with pulmonary embolism (pe). The filter was placed via the right common femoral vein and deployed appropriately with no apparent complications. The patient tolerated the index procedure well and left recovery in stable condition. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Dizziness, pain and shortness of breath do not represent device malfunctions; however, they may be related to the underlying clotting issues that were the indication for filter implantation. Anxiety, also does not represent a device malfunction and may be related to underlying patient specific issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Gtin # (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages, including, but not limited to, severe shortness of breath, dizziness, and pain at filter site. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient had blood clots, clotting and/or occlusion of the inferior vena cava (ivc). According to the medical records, the patient had a history of right deep vein thrombosis (dvt) with pulmonary embolism (pe). The filter was deployed appropriately and there were no apparent complications. The patient tolerated the index procedure well and left recovery in stable condition. According to the plaintiff profile form received on 03/20/2018 the patient is bothered that the filter occluded and the patient had to have surgery. It is from using the inferior vena cava (ivc) filter product that the patient has suffered past, present and future pain, loss of function, psychological and emotional injury, medical expenses and economic damages.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (r0908514) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages, including, but not limited to, severe shortness of breath, dizziness, and pain at filter site. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient had blood clots, clotting and/or occlusion of the inferior vena cava (ivc). According to the medical records, the patient had a history of right deep vein thrombosis (dvt) with pulmonary embolism (pe). The filter was deployed appropriately and there were no apparent complications. The patient tolerated the index procedure well and left recovery in stable condition.